Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the wire snapped on the large suturecut needle driver instrument. A different backup instrument was used to complete the procedure with no patient harm.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.